Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac compass displayed invalid data. The right ventricular (rv) lead also reported oversensing, short v-v intervals and inhibited pacing. The implantable pulse generator (ipg) and rv lead remains in use. No patient complications have been reported as a result of this event.